Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during a procedure performed on (B)(6), 2010. According to the complainant, the stent failed to deploy out of its sheath. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; stent, partially deployed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 17 mm. No other issues were noted with the profile of the device. During analysis when an attempt was made to retract the distal handle a strong resistance was met and the outer sheath could not be retracted. The inner lumen was kinked at the skived area of the inner lumen. There was a gap between the jacket and the reconstrainment band. This type of damage is consistent with excessive tensile force having been applied to the shaft. No issues were noted with the deployed stent. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.